Event description:
It was reported that the both the atrial and ventricular impedances were out of range. When the pocket was opened, blood was found in the connector block. The setscrews were also found to be loose. The device was explanted and replaced. No patient complications were reported as a result of this event, and the patient's status was reported to be ok following the device replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found. Other text : it was reported that the both the atrial and ventricular impedances were out of range. When the pocket was opened, blood was found in the connector block. The setscrews were also found to be loose. The device was explanted and replaced. No patient complications were reported as a result of this event, and the patient status was reported to be ok following the device replacement procedure. Actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed. Visual examination: device performed according to specifications; device operated according to specifications, impedance, high, connection(s), loose, blood contaminated device.